Event description:
Report received of air in the syringe of the monitoring kit. The customer reported that the pt complained of lip numbness immediately following a cardiac catheterization procedure. It was reported that the control syringe possibly allowed air into the syringe of the monitoring kit when contrast media was drawn into the syringe. The customer contact stated that the primary possible contributing factors to the lip numbness were an atheroscleratic plaque or air in the syringe but there also may have been others. Reportdly, a definitive source of the lip numbness has not been determined. The pt was admitted for overnight observation. A neurology consult was performed and did not reveal any abnormal findings. The lip numbness was reported to resolve in 24 hours. The pt was discharged home without any further sequelae. Though requested, no additional info provided.